Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) could not be confirmed, and a specific cause for the reported obstruction could not be conclusively determined through this evaluation. Further, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log files contained events from 05mar2026 to 10mar2026. Decreases in estimated flow resulting in low flow hazard alarms were captured on (B)(6) 2026, consistent with the reported outflow graft revision procedure. Following the decreases in pump flow, estimated flow increased above the low flow threshold and typically ranged from 5.1-5.6 liters per minute (lpm) for the remainder of the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. A corrective and preventive action was initiated to further investigate heartmate 3 eogo. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure and renal dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was noted that site believed the patient's worsening heart failure was related to the performance of the device.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had worsening heart failure (hf) symptoms. The patient had an inability to urinate over 6-8 hours, before which their urine appeared darker in color, as well as increased swelling of their lower extremities. The patient was admitted for worsening right ventricular (rv) failure and cardiorenal acute kidney injury (aki) on chronic kidney disease (ckd) and was then transferred for further management and evaluation for advanced therapies/ heart transplant. On arrival the patient continued to endorse bilateral lower extremity and abdominal edema, increased dyspnea on exertion, and orthopnea. Upon a computed tomography angiography (cta) and echocardiogram (echo) (left ventricle (lv) unable to be unloaded, aortic valve opened every beat), it was determined that the likely cause was extrinsic outflow graft obstruction (eogo). The patient underwent a right anterior thoracotomy with revision of the outflow graft (ofg) bend relief (incision) on (B)(6) 2026. Compressive bio debris was removed from between the ofg and bend relief. Echo post revision showed significant lv unloading and no aortic valve opening. Flows increased by 0.5 lpm. The surgeon was "still questioning the effectiveness of the patients left ventricular assist device (lvad)" due to a right heart catheterization (rhc) where they increased the speed and the wedge increased. Log files were submitted for review, and the event log file captured low flow events on 06mar2026 at 19:54 20:04 with flow noted as low as 0.2 lpm. These flows correlated directly with the ofg procedure. Technical services stated that post procedure, there was nothing unusual noted in the log as flows were mainly in the 5 lpm range.